Event description:
It was reported that the patient had several bradycardia episodes and the device was undersensing. The sensitivity settings were changed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.